Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. About 1 year and 5 months after the primary surgery, the surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 january 2022. Lot 1810313: (B)(4) items manufactured and released on 22-mar-2019. Expiration date: 2024-mar-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.